Event description:
It was reported that a matrix construct t3-t12 removal was performed on (B)(6) 2013, due to infection. The original procedure was done on an unknown date in 2013, and was not performed by the explant surgeon. The surgeon identified during the explant surgery that the screws were not placed in an ideal location. During the removal procedure, it was noted by the surgeon that there was significant blood loss during removal of one of the screws. The patient was rushed to the cardiac room to take care of the bleeding issue. The hardware was successfully removed during the procedure on (B)(6) 2013. There was a delay of 10 minutes in completing the procedure due to the bleeding. The surgeon reported that the patient is recovering. No additional information was provided. This report is for an indeterminate number of screws. This is report 1 of 1 for complaint number 61611.

Manufacturer narrative:
This device is used for treatment, not diagnosis. This report is for an indeterminate amount of screws. Implant reported as unknown date in 2013. Investigation could not be completed, and no conclusion could be drawn, as no device was returned and lot number or part number was provided.